Manufacturer narrative:
(B)(4). Upon discussion with the sales rep it was discovered that this event is a duplicate of a previously reported event, which was submitted under MDR#3006425876-2025-01094 on 21-nov-2025; therefore, this report will be retracted.

Event description:
It was reported that "there was a previous incident on 24/09, in which the arterial lumen ruptured near the cannula of a catheter of the same model, placed in the left jugular vein of another patient on 22/09. In that case, there was also no associated traction. The situation was not formally reported at the time, and manipulation was considered as the cause, although this was not confirmed. At the time of this incident, batch 71f24h0598 was available in the service. This is an intensive care unit with extensive experience in performing continuous dialysis techniques and such events are uncommon. The repetition of occurrences with similar characteristics raised concerns about the possibility of a structural failure associated with the model of catheter used." There was no patient's harm or injury as the patient was already in critical condition. There was a delay to therapy due to a new hemodialysis catheter needing to be inserted. Associated MDR number includes : 3006425876-2025-01141 and 3006425876-2025-01140.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "there was a previous incident on (B)(6), in which the arterial lumen ruptured near the cannula of a catheter of the same model, placed in the left jugular vein of another patient on (B)(6). In that case, there was also no associated traction. The situation was not formally reported at the time, and manipulation was considered as the cause, although this was not confirmed. At the time of this incident, batch: 71f24h0598 was available in the service. This is an intensive care unit with extensive experience in performing continuous dialysis techniques and such events are uncommon. The repetition of occurrences with similar characteristics raised concerns about the possibility of a structural failure associated with the model of catheter used." There was no patient's harm or injury as the patient was already in critical condition. There was a delay to therapy due to a new hemodialysis catheter needing to be inserted.